Event description:
The customer's daughter called and reported the customer was receiving unexpected restart and signal too low alarms on the insulin pump following each battery change. It was also stated that customer had experienced high blood glucose over 600 mg/dl, on (B)(6) 2015, which was treated with the insulin pump. At time of this report, customer's blood glucose was 226 mg/dl. Troubleshooting was performed. Caller cleared the alarm and assistance was provided programming time and date. It was advised to program a normal bolus into the air. The amount was recorded in the bolus history. Caller stated a temporary basal was not programmed before the alarms occurred. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.